Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 400cc gel breast prostheses developed capsular contracture (baker grade ii) in both of her breasts. Bilateral capsular contracture was diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 31-jul-2020, mentor received additional information about the event. The patient developed a staph infection that has caused her pain. She also reported unexplained systemic symptoms, including alopecia (hair and eyebrow loss). No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. Manufacturer¿s reference number: (B)(4).